Event description:
Rti biologics, inc. (Rti) has initiated an investigation based on a complaint of post-operative infection reported on (B)(6) 2012. On (B)(6) 2012, the pt underwent a bilateral breast reconstruction with allomax dermis grafts. On (B)(6) 2012, the grafts and expanders were removed. Final cultures (side unk) yielded pseudomonas aeruginosa. The pt underwent antibiotic therapy for 10 days. The surgeon reported he has had an increase in gram negative infections in several pts post breast reconstruction surgery. The surgeon is requesting a review of records related to the tissue. No complications were reported with the graft implanted on the right side. Both donor and mfg records are re-reviewed as part of rti's investigation. No deviations were noted for the donor and all rti donor eligibility requirements were met. Initial reporter: (B)(6).